Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two days prior to the implant of a transcatheter bioprosthetic valve with this delivery catheter system (dcs), a non-medtronic surgical valve was implanted into a native bicuspid valve with severe aortic insufficiency. One day following implant of the surgical valve, severe paravalvular leak (pvl) was noted. It was decided to treat with a valve-in-valve using a transcatheter bioprosthetic valve. Two days following the implant of the surgical valve, a transcatheter bioprosthetic valve was attempted to be implanted. While positioning this delivery catheter system (dcs), the surgical valve was dislodged and pushed into the ventricle. Subsequently, the transcatheter and surgical valves were removed and a surgical aortic valve replacement (avr) using a non-medtronic product was performed. Two days after attempted implant of the transcatheter valve, the patient died. Per the physician, the cause of death was severe aortic insufficiency of the previously placed surgical valve. Per the physician, the dcs did not cause or contribute to the death.

Manufacturer narrative:
Additional information was received that the surgical aortic valve replacement product was a medtronic mosaic surgical valve, not a non-medtronic valve as previously reported. If information is provided in the future, a supplemental report will be issued.